Event description:
The hosp reported that during an endoscopic vein harvesting procedure, there was no power on the hemopro. The adapter was switched out and the device worked fine. The hosp did not rpeort any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).